Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of the ileum on an ileostomy takedown, the surgeon had to use extreme pressure to unclamp the stapler from the tissue after firing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received without a single-use loading unit (sulu). Since the sulu was not received for evaluation a pmv representative sulu was used for testing. There were no visual or functional abnormalities noted during pmv testing. The representative loading unit was loaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.